Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a protruded / loose drive support disk. The motor passed the motor test.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind. Troubleshooting was performed. The insulin pump was not exposed to high magnetic fields. No damage to the drive support cap noted. Nothing further was reported.